Event description:
In 2003, the hosp contacted the MFR that a ventricular assist device (vad) pt being supported by a dual drive console (ddc) reported that the top module (lvad) was not receiving a fill signal. The vad was not filling on visual inspection. Changing the vacuum 40 - 60mmhg and shortening the eject duration to 250msec did not resolve the problem. The pt was placed on a back-up ddc with no further problems.